Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection did not identify any defects. Clear passage and pressure testing were then performed, which the device passed. Functional leak testing was then performed, which identified a leak from the .22 micron filter, which is a component that is supplied by a third party. The cause was determined to be an issue with the material as supplied to the manufacturing facility. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 60? Micro volume extension set leaked. This occurred during priming. The reporter stated that the fluid was leaking out of the filter. There was no patient injury or medical intervention associated with this event. No additional information is available.